Event description:
It was reported the patient presented to the emergency room after being shocked. Upon interrogation, it was discovered the right ventricular lead was oversensing noise which lead to pacing inhibition. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition before, during, and after the procedure.